Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance measurement was less than 30 ohms. Reportedly, the patient is very large, and the s-ICD and the electrode were correctly positioned against the ribs. Technical services recommended to get rid of any air in the system which could cause impedance anomalies, perform a commanded shock, and evaluate the shock impedance obtained. As recommended, a commanded shock was delivered, and the shock impedance was 22 ohms. The patient stayed overnight and the next morning, the shock impedance was 25 ohms. This s-ICD was successfully implanted, and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance measurement was less than 30 ohms. Reportedly, the patient is very large, and the s-ICD and the electrode were correctly positioned against the ribs. Technical services recommended to get rid of any air in the system which could cause impedance anomalies, perform a commanded shock, and evaluate the shock impedance obtained. As recommended, a commanded shock was delivered, and the shock impedance was 22 ohms. The patient stayed overnight and the next morning, the shock impedance was 25 ohms. This s-ICD was successfully implanted and remained in service. However, this product was eventually explanted due to a large hematoma that was believed to be infected and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. All testing completed on the device found no failing conditions. The laboratory analysis did not reveal any abnormalities with this product and the clinical observations of infection and hematoma cannot be addressed by product analysis.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance measurement was less than 30 ohms. Reportedly, the patient is very large, and the s-ICD and the electrode were correctly positioned against the ribs. Technical services recommended to get rid of any air in the system which could cause impedance anomalies, perform a commanded shock, and evaluate the shock impedance obtained. As recommended, a commanded shock was delivered, and the shock impedance was 22 ohms. The patient stayed overnight and the next morning, the shock impedance was 25 ohms. This s-ICD was successfully implanted and remained in service. However, this product was eventually explanted due to a large hematoma that was believed to be infected and was returned for analysis. No additional adverse patient effects were reported.